Event description:
It was reported that the patient's right ventricular lead exhibited under sensing due to a signficant drop in r-wave sensing amplitudes and out of range autocapture. No intervention was performed, the patient experienced no consequences.